Manufacturer narrative:
No button response and button error alarm due to flattened dome switch on act button. Missing end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was performed. The device was returned for analysis.